Event description:
It was reported that the electrosurgical system generator exhibited the message e006 ¿please use electrolyte solution¿ was displayed. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.